Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 70% stenosed target lesion was moderately tortuous and moderately calcified. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, a resistance was felt when attempting to pass the stent through lesion, the stent was dislodged from the balloon at the proximal vessel. The physician did not attempt to remove the dislodged stent. The detached component was left in the patient to avoid the risk of embolization of the device. The stent was then dilated with small balloons to deploy the stent and the procedure was completed successfully. No patient complications were reported, and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 20mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 70% stenosed target lesion was moderately tortuous and moderately calcified. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, a resistance was felt when attempting to pass the stent through lesion, the stent was dislodged from the balloon at the proximal vessel. The physician did not attempt to remove the dislodged stent. The detached component was left in the patient to avoid the risk of embolization of the device. The stent was then dilated with small balloons to deploy the stent and the procedure was completed successfully. No patient complications were reported, and the patient was in stable condition.